Manufacturer narrative:
H10: the device was received containing 59 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. This event was further described as the patient observed that the device stopped delivering medication during infusion. After two days of therapy, it was discovered that the device was still half full with medication. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.